Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation b30 scope communication error was present due to corrosion of the plug unit. Upon further inspection, it was observed that white foreign material was found inside of the air and water tube as well as the cylinder. This finding was due to insufficient cleaning or handling of the scope. It was also observed that water tightness was lost due to damage on the flexibility adjustment ring. It was observed that the grip had discoloration and the image guide protector was damaged. It was also observed that the cover of the light guide bundle was damaged. It was observed that the light guide lens had a crack. Lastly, corrosion was found on the following unit components due to water leakage: control unit, switch flexible printed circuit, scope connector, circuit board unit in the scope connector, scope connector cover unit, micro connector unit in the scope connector, outside shield unit, connecting tube and on the universal cord. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. Due to the nature of this reportable event, the cleaning sterilization and disinfection (cds) processes performed at the user facility has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had red dots on the screen. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was found inside of the air and water tube and cylinder, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction is being made to previously submitted g3- date received by manufacturer, which was not late. The correct date was 04/18/2024. (Date on the initial report should be april 18, 2024). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the unspecified white foreign material in the air/water cylinder and air/water channel could not be determined since additional information including reprocessing steps was unavailable, and no physical damage of the device was confirmed at where the foreign material was remained. Three attempts were made to obtain information regarding user reprocessing, but no response was received from the customer. The suggested events are detectable and preventable by handling the device in accordance with the following instructions for use: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited white foreign material in the air/water cylinder and air/water channel. There were no reports of patient involvement.